Manufacturer narrative:
H11: the device was received for evaluation as cassette only. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak and clear passage testing were performed with no issues noted. The sample was connected to in lab tuning and machine tested and there were no alarms or issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of four peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the lines of the home choice cassette leaked. Renal therapy services advised the patient to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no report patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.